Event description:
Not applicable as this event is it was reported that the patient's blood glucose (bg) levels exceeded 500 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. A new pod was applied as treatment.

Manufacturer narrative:
Device was received fully deployed. Corrosion was visible on the pcb. The device was unable to be downloaded even when external power was provided to bottom battery and middle battery. The pcb was removed, external power was provided, and the data still could not be downloaded. A fluid path test was performed, and fluid initially flowed through the fluid path. A leak test was performed by manually occluding the distal tip of the soft cannula. Upon manually rotating the ratchet gear, fluid was observed to be leaking from an internal tear. The internal tear in the soft cannula caused fluid deposition inside the pod leading to corrosion and loss of device data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.